Manufacturer narrative:
(B)(4). The complaint is confirmed. During the laboratory evaluation, the product surveillance technician (pst) observed the cable assembly to cause the system-1 (aps1) to reboot when connected to aps1 power supply. The pst disassembled the connector at the roller pump end of cable assembly and observed pin 6 (ground) to be shorted to pin 12 (24 volts). If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Manufacturer narrative:
(B)(4). The field service representative (fsr) verified that the roller pump displayed motor error message and the unit will not start. He reseated all roller pump internal and external connections and tested the roller pump. While testing he found the roller pump cable assembly to be the source of the issue and replaced the roller pump cable assembly and checked roller pump operation. The unit operated to manufacturer specifications and was returned to clinical use. The suspect part will be returned to the manufacturer for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, there was a "service pump" error message on the roller pump. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.